Manufacturer narrative:
The facility reported that a system 1 express processing cycle aborted due to a "low concentration fault". Following the cancelled cycle, the system 1 express operator opened the processor and observed fluid in the s40 sterilant capsule. The operator attempted to manually dispose of the sterilant by cutting into the acid capsule to drain the liquid down a sink. At this time, the employee reported feeling nauseous after inhaling peracetic acid vapors. The employee did not submerge the cup in water before cutting the cup lid open as described in the operator manual. The system 1 express operator manual (3-8) describes in detail the proper way to manually dispose of s40 sterilant, including the requirement to submerge the sterilant container into a bucket of water before cutting into the acid capsule. In addition, (3-8) states, "warning: extreme care should be taken if an attempt is made to manually open a sealed container of s40 sterilant concentrate. Appropriate personal protective equipment (ppe) is required when handling or disposing of partially filled, leaking, damaged, or expired containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures". Following the event, a steris field service technician went onsite and advised the facility's sterile processing department coordinators of the proper procedure for manually disposing of s40 sterilant containers. In addition, the technician inspected the system 1 express and identified a damaged aspirator which had caused the low concentration fault reported by the customer. The technician replaced the aspirator, tested the unit, and confirmed the unit to be operating according to specification. No additional issues have been reported.

Event description:
The user facility reported an employee experienced irritation after manually disposing of a partially filled s40 sterilant container. The employee went to the hospital's ER department for examination following the event.